Event description:
(B)(4) study. It was reported that during a percutaneous coronary intervention, side branch stenosis and stent damage occurred. Clinical status assessment on (B)(6) 2013 indicated that the patient's qualifying condition was stable angina and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was a long lesion extending from the proximal left circumflex (lcx) to distal lcx with 75% stenosis and was 25 mm long with a reference vessel diameter of 2.50 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 28 mm study stent. Following post-dilatation, residual stenosis was 0%. Baseline core lab angiography revealed: ¿stent deformation secondary to bifurcation stenting, not due to longitudinal deformation.¿ in addition, pre corelab assessment, a 30% initial branch percent stenosis was noted in the 1st obtuse (ob) marginal. Post procedure angiography revealed 70 % ¿branch percentage stenosis¿ in the 1st ob marginal. Two days post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).